Manufacturer narrative:
(B)(4) date sent: 9/4/2025 d4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot a9774n, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm if this was a bleed. How was the post-op bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Were the staples the appropriate b-shape form? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a lap distal gastrectomy, it was found there was staple line leak and there was bleeding before the revision. There was a redo operation on the patient by doing intervention and performing laparotomy evacuation of clot and haemostasias. The intervention manage to stabilized the patient condition. No leaked detected and condition stabilize after revision surgery.

Manufacturer narrative:
(B)(4). Date sent: 10/22/2025. Additional information was requested, and the following was obtained: 1. Please confirm if this was a bleed. Ans: yes, bleed at staple line. 2. How was the post-op bleeding identified? Ans: fresh blood was found in abdominal drain. 3. What was the total estimated blood loss (ml)? Ans: 1.5l, 500ml (drain) + 1000ml intra ops. 4. Was a transfusion required? Ans: yes. 5. How was the bleeding addressed? Ans: re-operation, identified source of bleeding and reinforced staple line with suture. 6. What was the pre and postoperative anti-coagulant and pain management protocol? Ans: IV paracetamol & parecoxib. 7. Was the bleeding intraluminal or extraluminal? Ans: extraluminal. 8. Were the staples the appropriate b-shape form? Ans: unsure. 9. Any clips, clamps, or graspers near the area where the device was being fired? Ans: no.